Manufacturer narrative:
The technician found the head up valve guide was sticking which prevented the head section from rising. The technician cleaned the head up valve guide tube to repair the bed.

Event description:
The account alleged the head will not articulate.